Event description:
Vascular access services team (vast) attempted PICC placement. On insertion my PICC felt as if it was stopped by an obstruction. After several attempts to advance PICC, I was not able to advance the PICC. With this happening I noted the wire of my PICC was not right. It was difficult to pull out, it was coiled (like a snake) and the tip was bent. The PICC was then brought to my managers office for further evaluation. I spoke with the primary team recommending the patient get a chest x-ray which would include right upper to rule out foreign body.